Event description:
Complainant alleged that during a cardioversion on the pt. The device displayed a "release shock button" message and did not deliver a shock. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp evaluated the device and the reported malfunction was not replicated or confirmed. The device was returned to the customer.